Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip, broken battery tube threads, missing reservoir tube o-ring and cracked case display window corner noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump has physical damage on the reservoir tube lip and the pump clip rails. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.